Event description:
During manufacturer review of a patient's vns programming history, it was noted a generator diagnostics test occurred on (B)(6) 2008 in an office setting which disabled the output current. A generator diagnostics test is only to be performed during vns implant surgery, as the test is meant to disable the vns. The change in settings was not noted until (B)(6) 2008, when all settings were corrected. The physician has been advised to not perform generator diagnostics in an office setting, as this test is only intended for use during device implant.

Manufacturer narrative:
(B)(4): analysis of programming history.